Manufacturer narrative:
Bayer service visited the customer site and completed a service checkout. The avanta fluid management system was found to perform to specifications. The disposables involved in the reported occurrence were discarded by the site; however, lot numbers were provided. Product analysis received and functionally tested retained manufacturing samples. The disposables were found to perform to specifications. Additional applications training was offered by a bayer clinical specialist and accepted by the customer. The site visit date is currently being scheduled. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The following information was reported to bayer. A (B)(6) male patient underwent a heart craterization while connected to the avanta fluid management system. During the procedure, the patient suffered a decrease in blood pressure along with st elevation. The physician directed the assisting registered nurse to give neosynephrine and IV fluids. The physician then accessed the femoral artery and obtained an image of the right coronary artery which identified a small air bubble within the right coronary artery. The staff immediately used a manual aspiration catheter to remove the air bubble. The patient was then prescribed dopamine along with zofran. Post aspiration the patient became hemodynamically stable and was transferred to the cardiac care unit for overnight observation. The patient was discharged to home the following day.